Manufacturer narrative:
(B)(4)

Event description:
It was reported that: guidewire won't pass through the needle. Additional information: there was a delay in the procedure but there was no other reported patient harm or consequence from the incident. The wire was returned for investigation and the engineers noted that it was kinked.

Manufacturer narrative:
Qn# (B)(4). The customer report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. The customer returned one opened arterial catheterization kit for analysis. Signs-of-use were observed inside the returned device. Visual inspection of the guide wire revealed offset coils towards the distal end. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. In addition, a white substance resembling adhesive was observed on the surface of the guide wire. The guide wire offset coils were located 2mm via calibrated ruler from the distal end. The guide wire length from the handle to the distal end measured 9 1/2" via calibrated ruler which is within the specifications of 9 1/4"-9 1/2" per product drawing. The guide wire outer diameter (od) measured 0.45mm via calibrated caliper which is within the specifications of 0.432-0.457mm per product drawing. Functional inspection was performed on the returned device based on the instructions-for-use (IFU) provided with the kit which states, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function." A lab inventory guide wire was attempted to be threaded through the cannula. Resistance was observed when threading the lab inventory guide wire. The instructions-for-use (IFU) provided with the kit warns the user, "precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." A device history record review was performed, and no relevant findings were identified. Based on the observed failure mode and the comments from manufacturing, the probable root cause was likely manufacturing related. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: guidewire won't pass through the needle. Additional information: there was a delay in the procedure but there was no other reported patient harm or consequence from the incident. The wire was returned for investigation and the engineers noted that it was kinked.